Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned partially extending outside the loading area of the company iii d cartridge. Inadequate viscoelastic was observed in the cartridge. The lens was pressed up against the roof of the cartridge. The leading haptic and the trailing haptic were folded onto the anterior optic surface. The cartridge displayed evidence of handpiece use. The company iii d cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. After removal of the viscoelastic from the lens, both haptics relaxed into their original positions. The haptics were both easily pliable using tweezers to manipulate. The lens was folded using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). The lens was pressed up, instead of down in the cartridge, and an inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs: using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is unknown if a qualified viscoelastic was used. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. With the observed evidence of having been placed into a handpiece, it is unknown how far the lens was originally advanced into the loaded cartridge. The withdraw of the manual handpiece plunger from the cartridge prior to return may have attributed to pulling the lens backward to its final position of partially outside the cartridge loading area. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with the description of the haptics folded the wrong way. There was no patient contact. Additional information received stating that haptics not folded properly and unable to advance. The procedure was completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).